Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -13.50 diopter was implanted as an exchange lens into the patient's right eye (od) on (B)(6) 2024 to correct refractive change over time. The problem was not resolved. The lens remains implanted. It is noted that the doctor recommends laser corrective surgery for this patient. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2024-00900 for initial lens.